Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component codes and investigation conclusions). A getinge field service engineer (fse) when checked the fault table items to check the status of the machine scheduled for safety disk replacement, was found for a fault number that had no history of occurrence is displayed. All fault numbers were displayed in the fault table entries. The company plans to bring the machine to the company for inspection. He repaired executive processor board replacement (board replacement due to rtc failure) and inspection [defective executive processor board (rtc)], tidal disk replacement, critical alarm battery replacement, scroll compressor replacement, muffler replacement. Equipment calibration implementation. After the replacement, we conducted an inspection and the overall inspection result was good.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a service visit, the cardiosave intra-aortic balloon pump (iabp) unit suspected executive processor board is abnormal. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4,).

Event description:
N/a